Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer had a high blood glucose that was over 500 mg/dl. The caller indicated that the high blood glucose was caused by a bent cannula. They declined troubleshooting for the high blood glucose. The customer was treated with a change of infusion set and dosage from the insulin pump. The customer¿s blood glucose was high for 3-4 hours. The insulin pump was not returned for analysis.